Event description:
It was reported that the pump has lifting downstream occlusion (dso) seal occurred during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that downstream occlusion (dso) seal was found to be lifting. No relevant service or event history was found. Complaint of lifting dso seal was confirmed through visual inspection. The dso seal was replaced. Device passed testing post repair.